Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic (date not provided) with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned positive (date not provided) for acinetobacter baumannii, and the patient was treated with intraperitoneal (ip) vancomycin 1500 mg and cefepime 2000 mg (duration, frequency not provided). Per the pdrn, the cause of the peritonitis event is unknown. During follow-up, the pdrn did not allege the liberty select cycler or liberty cycler set were deficient or malfunctioned in any way.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid, which required antibiotic therapy. The etiology of the serious adverse events is currently unknown; therefore, causality cannot be firmly established. However, during follow-up the pdrn did not report a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way, nor was there a request for a replacement liberty select cycler. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Acinetobacter baumannii is commonly found in soil and water. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic (date not provided) with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned positive (date not provided) for acinetobacter baumannii, and the patient was treated with intraperitoneal (ip) vancomycin 1500 mg and cefepime 2000 mg (duration, frequency not provided). Per the pdrn, the cause of the peritonitis event is unknown. During follow-up, the pdrn did not allege the liberty select cycler or liberty cycler set were deficient or malfunctioned in any way.